Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 156 units of insulin, and the cartridge displayed that it was empty when there was 59.22 units remaining. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, no further information was provided by the customer.